Event description:
It was reported that the patient was admitted to the hospital's telemetry step-down unit in 2008. The patient experienced paralysis and was unable to swallow. He also experienced motor weakness and paresthesia. He was intubated for a few days. A cva (cerebrovascular accident) was ruled out. It was felt that the drug was causing the paralysis, so the pump was programmed to stop delivery. Since the pump was stopped the patient's status was improving. The hcp (health care professional) was planning to aspirate the remaining volume in the reservoir and sent it for testing. The pump was used to delivery dilaudid 40mg/ml and clonidine 2000mcg/ml; the daily dosage was not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.